Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure involving a toric lens, a plaque-like film was observed on the lens surface. Prior to loading the lens into the cartridge, no abnormalities were noted. The implantation itself proceeded without complications. A viscoelastic from another company was used during the procedure. Two hours post-surgery, a slit-lamp examination revealed an iridescent glare on the lens surface, resembling petrol slicks on water. The glare has become more brighter. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos and video were returned. Received photos & videos show an implanted iol. A light is passed over the eye. A blue/green cloudy appearance can be seen on when the light passes over the pupil. It was reported that the additional photos and video were recorded one week post operation. Received photos & videos show an implanted iol. A light is passed over the eye. A blue/green cloudy appearance can be seen on when the light passes over the pupil. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).